Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed. A receiver download was attempted but could not be completed due to receiver not turning on. The receiver was opened and an internal visual inspection was performed and failed due to moisture damage and pictures were taken. The allegation was undetermined. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.